Event description:
Patient presented to the clinic with a decrease in sensing, a drop in impedance and increase in capture threshold. X-ray revealed lead dislodgement. The physician attempted to reposition the lead but was unsuccessful. Hence, the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.